Event description:
According to the facility on (B)(6) 2022 'the tape in the IV start kit is not adhering to the patient's skin causing the IV to dislodge from the patient, requiring and additional IV start'.

Manufacturer narrative:
According to the facility on (B)(6) 2022 'the tape in the IV start kit is not adhering to the patient's skin causing the IV to dislodge from the patient, requiring and additional IV start'. Per the facility the tape was not exposed to any fluids, and nothing was used on the patient's skin prior to the IV start. Per the facility the only tape that was used was the tape provided in the kit. The device is not available to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.